Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with ceftazidime (dose, frequency and route not reported) and vancomycin (intravenously, 1 gram, frequency not reported). The outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
On the same day as peritonitis onset, the patient began treatment for the event with ceftazidime and vancomycin. Three days after peritonitis onset, the patient¿s peritoneal dialysis effluent was clear, the peritonitis was resolved and the patient was recovered from the event. Two days later, the patient was discharged from the hospital and one week later, the treatment with ceftazidime and vancomycin was discontinued. It was reported that dianeal treatment was ongoing. Should additional relevant information become available, a supplemental report will be submitted.